Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station drawer failed. A field service engineer replaced the pyxibus control board for main drawer 3 because none of the cubie units were detected. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawers 3 not recovering. A customer has reported a malfunction encountered while attempting to dispense medication. The drawer was rendered inaccessible due to a hardware failure, resulting in a delay. Fortunately, there was no harm to the patient. There were no adverse events or injuries reported based on this event.